Event description:
It was reported that bd posiflush¿ saline 10ml syringe had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: the syringe tip has a yellow dirty in the tip. Information received by email on (B)(6) 2019: the incident was noticed before the use. There was no damage to the patient/health professional.

Manufacturer narrative:
Investigation summary: one sample was received and two photos were provided for evaluation. It has foreign matter in the tip cap which has been identified as grease used to lubricate the outer side of the molding press. The mold repair coordinator was informed, and the sample was shown to the mold repair technicians to make them aware about what the mold lubrication process can cause if not done properly. The sample was also shown to the posiflush mold tech to make them aware and observe the molding tool for any extra grease. Two photos were provided. They both show the grease in the tip cap. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ saline 10ml syringe had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: the syringe tip has a yellow dirty in the tip. Information received by email on 7/11/2019: the incident was noticed before the use. There was no damage to the patient/health professional.